Event description:
It was reported that during an ent procedure at the healthcare facility, the navigation 3 system did not recognize the mask during the capture segment, and the surgical procedure was completed using traditional methods. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during an ent procedure at the healthcare facility, the navigation 3 system did not recognize the mask during the capture segment, and the surgical procedure was completed using traditional methods. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device has not been returned for evaluation at this time.

Manufacturer narrative:
During the device evaluation, it was confirmed that the mask registration was cancelled by the user, however no device malfunction was identified.